Event description:
Tech alleged that the siderail could not latch. No pt impact.

Manufacturer narrative:
The tech found the siderail latch plate is bent. The tech replaced the siderail latch plate to resolve the issue.